Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Please provide the lot number: please confirm if the needle "either formed a burr or lost the tip to the needle or blunt: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? What tissue structure the broken needle was located? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up.

Event description:
It was reported that a patient underwent a pediatric circumcision case on foreskin procedure in 2023 and suture was used. During the procedure, it was reported by sales rep that the suture was very hard to get out of the package and the needle "either formed a burr or lost the tip to the needle after two passes. The end is pretty much blunt. The doctor stated they felt it a bit on the first pass, with the second it was very noticeable. No adverse patient consequences were reported. Additional information was requested.